Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported non integration of implant at tooth site 36 due to significant bone loss due to alveolar necrosis. Patient has been rescheduled for new implant placement after 3 months.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® prevail® implant (xiitp6510) and cover screw were returned for investigation. The reported event occurred at implant level ¿ therefore, only the implant was addressed in this investigation. Visual evaluation of the as returned product identified signs of use (bone residue around external threads and blood residue around the internal threads) but no apparent signs of malfunction. The implant could not be functionally tested for the reported event (bone loss/alveolar necrosis). Therefore, the reported event could not be recreated. Measurements were taken using cal1831. Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history record (DHR) review for the lot (2020120272) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization records (op#0210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2020120272) for similar events (complaint category keywords: medical: bone loss; alveolar necrosis) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified with the information provided.